Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater cooler 3t system, the issue occurred in indiana, united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that, after procedure, a heater cooler 3t system displayed multiple errors, among which the error 'pump 1 uses too much power' (e06) and 'pump 1 will not start (does not take in enough power)' (e05) on both the cardioplegia and patient circuits. There is no report of any patient injury.